Event description:
It was reported that a pt underwent a gynecological procedure in 2005. In 2006, a piece of bandage externalized without infection. A procedure was performed on an unknown infection. A procedure was performed on an unknown date to remove the product from the pt. There was no further consequence to the pt.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.